Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted- one into the lad, one into the om1 and one into the cx. One day post index procedure the patient suffered non q wave mi. The mi was a non q wave mi (target vessel) 3rd udmi peri pci. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as causally related to the index device and not related to anti-platelet medication. The patient recovered.

Manufacturer narrative:
Additional information: it is reported that dissection occurred in the 1st om during index procedure, but not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.